Event description:
It was reported that the patients ipg had high impedances. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Event date: exact date unknown, event occurred in early (B)(6).